Event description:
It was reported that the doctor ordered a MRI of the brain to verify lead placement, but could not perform the study due to high impedances on contact 10. The impedance for contact 10 was normal before the patient left the operating room (or) at implant and at the two week post-op appointment. The impedances were now greater than 40,000 ohms with contact 10 and the patient did report a recent fall. The patient was reprogrammed off of contact 10 on the day of the report. The impedances remained high and no lead fractures were noted as no x-rays were ordered yet. The patient was receiving effective therapy and suitable stimulation after being reprogrammed with a different combination.

Manufacturer narrative:
Concomitant medical products:product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3387s-40, lot# va0sa85, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0sa85, implanted: (B)(6) 2015, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).